Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. (B)(4) . It was reported that on (B)(6) 2023, an unknown navitor valve was implanted in a patient. Upon waking up after transcatheter aortic valve replacement (tavr) at 12:00 on (B)(6) 2023, the patient presented with left facial paralysis, left hemineglect, and hemiparesis of the left upper limb. Magnetic resonance imaging (MRI) performed at 12:45 finding a recent stroke. Patient was transferred to the neurological hospital for thrombectomy. Magnetic resonance imaging (MRI) at 4:45 p.m. Revealing a right posterior cerebral infarction. 1 day post-procedure, the patient had a occlusion recanalization. The physician alleged that the significant angulation of the aortic arch caused difficulty in passing the aortic ring with the guide during the procedure. Clinical improvement on (B)(6) 2023, alteration of heart rhythm requiring the installation of a pacemaker . The patient is stable.

Manufacturer narrative:
An event of stroke was reported. Information from the field indicated that the patient presented with signs of a stroke after a transcatheter aortic valve replacement procedure. It was noted that the significant angulation of the aortic arch caused difficulty in passing the aortic ring with the guide during the procedure. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - vantage. (B)(6). It was reported that on (B)(6) 2023, an unknown navitor valve was implanted in a patient. Upon waking up after transcatheter aortic valve replacement (tavr) at 12:00 on (B)(6) 2023, the patient presented with left facial paralysis, left hemineglect, and hemiparesis of the left upper limb. Magnetic resonance imaging (MRI) performed at 12:45 finding a recent stroke. Patient was transferred to the neurological hospital for thrombectomy. Magnetic resonance imaging (MRI) at 4:45 p.m. Revealing a right posterior cerebral infarction. 1 day post-procedure, the patient had a occlusion recanalization. The physician alleged that the significant angulation of the aortic arch caused difficulty in passing the aortic ring with the guide during the procedure. Clinical improvement on (B)(6) 2023, alteration of heart rhythm requiring the installation of a pacemaker . The patient is stable.